Event description:
Biotronik single coil, single chamber defibrillator implanted (B)(6) 2018. On (B)(6) 2019, while watching tv, and intense pain and electric burning sensation was noted under his defibrillator on left side of chest and radiated slightly to left shoulder associated with diaphoresis. Patient reports that the defibrillator has never fired since being placed. Patient brought to ed, biotronik contacted and were unable to interrogate remotely. After additional investigation, ICD sent a message that it was at ¿end of service¿. Battery was noted to have gone form the beginning of service to end of service over about 90 minutes. ICD determined to be malfunctioning and not working. Patient admitted for observation and device was explanted on (B)(6) 2019 and replaced with a new ICD. FDA safety report ID # (B)(4).